Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) stage 2-3+ in both eyes post treatment. Oral steroids (prednisone) were prescribed and topical steroid drops were increased to resolve symptoms. A flap lift and rinse was performed. The surgery center noted the patient had not used any steroids until post op exam checkup. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -2.00 x -.75 x 25, left eye pre-op 20/20 -1.00 x -.75 x 100.